Event description:
It was reported that this right ventricular lead dislodged shortly after implant, this was confirmed through x-ray. It was also noted that the patient experienced dizziness. This lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.